Event description:
The pt experienced increased pain. The physician stated that the pump was malfunctioning (no details were provided). It was noted that no rotor study was done. The pump was replaced at the same time that the physician was replacing the catheter; the reason for the catheter replacement was not specified. There was reported to be no pt injury. The pt recovered without sequela. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A follow- up report will be sent when the analysis is complete.